Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) was fractured approximately 7.0 cm from the proximal hub. The 3maxc was bent approximately 5.0 cm from the proximal hub. Conclusion: evaluation of the returned 3maxc revealed a fracture in the proximal shaft. This is likely a result of improper handling during preparation of the catheter. If the device is forcefully mishandled, damage such as this may occur. Further evaluation revealed a bend proximal to the 3maxc fracture. This damage was likely a another result of forceful mishandling during preparation based on its proximity to the fracture. The ace60 mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute-stage cerebral infarction in the middle cerebral artery (mca) using penumbra system 3max reperfusion catheters (3maxc). During the procedure, the physician advanced a non-penumbra balloon guiding catheter toward the target vessel, then steam-shaped a 3maxc. Prior to inserting the 3maxc into a penumbra system ace 60 reperfusion catheter (ace60), the physician noticed that the proximal end of the 3maxc was kinked and fractured. Therefore, the 3maxc was set aside and the procedure was completed using a new 3maxc. It is unclear at what point the 3max became damaged.